Event description:
It was reported that the user experienced two infusion occlusions that were each resolved after changing supplies, and the user requested replacement cannulas due to concern about running out. No clinical symptoms associated with disrupted insulin delivery consistent with occlusion reported. Outcomes included shipment of goodwill replacement infusion components without medical intervention. Investigation of this case revealed an occlusion that was resolved by supply change, consistent with an infusion set or cannula-related blockage rather than a pump alert or alarm. It was concluded, based on previously established findings for similar reports, that the cause was likely use-related or site-related occlusion of the infusion pathway.